Event description:
It was reported that the arctic sun device would not fill with 3.5l sterile water/cleaning solution mixture, during 6-month service. System diagnostics include, inlet pressure, water flow rate, circulation pump command were abnormal. Per follow up information received via mail on 05aug2024, it was reported that the device was sent into a bd facility. The device issue was resolved, and in sample evaluation it was noted that following action was performed, general maintenance performed, 2000-hour service performed, level sensor physical broken and replaced, power cord need to be replaced due to high resistance. Sensor calibration and est performed. Unit cannot finish the filling process, insufficient filling function during decon. Confirmed the issue related to the faulty circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed cause unknown. At this time, the root cause of the reported event could not be determined. The arctic sun 5000 power cord was evaluated. During the evaluation, power cord was found to have high resistance. Power cord was replaced. Device passed all applicable testing. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill with 3.5l sterile water/ cleaning solution mixture, during 6-month service. System diagnostics include, inlet pressure, water flow rate, circulation pump command were abnormal. Per follow up information received via mail on 05aug2024, it was reported that the device was sent into a bd facility. The device issue was resolved, and in sample evaluation it was noted that following action was performed, general maintenance performed, 2000-hour service performed, level sensor physical broken and replaced, power cord need to be replaced due to high resistance. Sensor calibration and est performed. Unit cannot finish the filling process, insufficient filling function during decon. Confirmed the issue related to the faulty circulation pump.